Event description:
The test kit repackaged by accutech llc as cholestrak -and other repackagers- has been giving errorneous results for the past 2 years. Since heart disease is the number one killer of americans and since the results are always at least 40 points too low, I am reporting this as a life-threatening situation for all those who use this product and believe the results based on the FDA approval of this product.